Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 396-397 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer went to the emergency room and was subsequently admitted to the intensive care unit at the hospital. Customer was treated with intravenous fluids and insulin to address the elevated bg. Customer was discharged the same day with the issue resolved and no permanent damage. No alerts of occlusion and no issues with infusion set or cartridge were identified. System check confirmed pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.